Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 36 mm in diameter. It was reported that a recent CT revealed a proximal type ia endoleak with aneurysm expansion to 11 cm. The cause of the endoleak was due to disease progression. The decision was made to convert the patient and an open procedure was performed where all the stent grafts were explanted. Per the physician the procedure was risky, but was needed since the aorta was 11 cm in diameter. A reliant balloon was used to occlude the blood flow above the renal arteries in the aorta; however, it was not as effective as the physician would have liked. The physician would have liked to block higher in the aorta, but there were too many adhesions to do so. During use of the balloon to block blood flow within the aorta, the physician felt that the balloon was deflating and not maintaining its volume. At one point during the balloon inflation, the physician stopped using the c-arm for visualization and kept inflating the balloon. During the procedure, the patient¿s blood pressure dropped dramatically; however, the blood loss did get stabilized during the case. The patient had asystole and CPR was given; however, the patient passed away of cardiac arrest as confirmed by the physician. The exact cause of the cardiac arrest is unknown. The balloon's inability to maintain pressure is unknown. The balloon was discarded by the user facility.

Manufacturer narrative:
(B)(4).